Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. There were no adverse patient effects reported. A lead revision to replace the lv lead has been scheduled.

Manufacturer narrative:
This investigation will be updated should further information be provided.